Event description:
Intra-operative issue occurred on (B)(6) 2019 during smr revision surgery. According to the information reported, the surgeon was removing the humeral body code 1350.15.110 lot #0900677 from the stem code 1304.15.180 lot #0901688, when the tuberosities got fractured. It is reported that the stem and the humeral body were fused together due to bone tissue in their junction. This could have contributed to cause the intra-op bone fracture. The stem and the humeral body were implanted on (B)(6) 2009. The fracture did not prolong the surgery very long because the tuberosities were only partially fractured and the surgeon was satisfied that they were still in a good position to heal. Event occurred in australia.

Manufacturer narrative:
By checking the manufacturing chart of the involved lot#s, no anomaly was found on a total of (B)(4) humeral bodies manufactured with lot #0900677 on a total of (B)(4) stems manufactured stems manufactured with lot #0901688 this is the first and only complaint received on these lot #s. Explants were requested for analysis, but they were not returned to us as per hospital policy. Pictures of the explants show relevant bone growth on the humeral body, which could have lead to issue in removing the component. At this stage, we are not able to investigate the root case of the event. Stating that: no anomaly was detected by the check of the manufacturing chart we are not aware of any further issue related to these components we can conclude that this event is not product related. Should we receive further information, we will submit a follow-up report. Pms data: according to our pms data, this is the only case of bone fracture due to engagement between the stem and the humeral body on more than (B)(4). No corrective action implemented for this specific case. Limacorporate will keep the market monitored.

Manufacturer narrative:
By checking the manufacturing chart of the involved lot#s, no anomaly was found. This is the first and only complaint received on these lot #s. We will submit a final report once the investigation will be completed.

Event description:
Intra-operative issue occurred on (B)(6) 2019 during smr revision surgery (complaint # (B)(4)). According to the info reported, the surgeon was removing the humeral body code 1350.15.110 lot #0900677 from the stem code 1304.15.180 lot #0901688, when the tuberosities got fractured. It is reported that the stem and the humeral body were fused together due to bone tissue in their junction. This could have contributed to cause the intra-op bone fracture. The fracture did not prolong the surgery very long because the tuberosities were only partially fractured and the surgeon was satisfied that they were still in a good position to heal. Event happened in (B)(6).